Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc synthetic mesh system on or about (B)(6) 2009 to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered severe and permanent injuries, pain and suffering, chronic pain, severe emotional distress, disability, impairment, mesh, erosion, hardening, worsening urination, mental anguish, and other damages. Plaintiff's attorney also alleged plaintiff experienced complications requiring additional medical care and treatment and/or surgical intervention.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.